Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient woke up at 5:30 am confused and dizzy. She uses tandem tslim in hybrid closed loop. The daughter called emergency medical services. The behavior of the display device was not remembered. She was brought to the hospital. The length of stay was not remembered. She could not remember if the dexcom was working or not. They were not able to test the reading before they got to the hospital. She could not remember the readings while was at the hospital. She did not remember the medications given to her in the hospital. A follow up call was made 11 days after the initial report. The patient still could not provide any details about the medication. She said she needed replacements because of the sensor inaccuracy as recommended by her doctor. She did not have details about the comparison between bg meter and the dexcom sensor. The patient was recovering during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.